Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, recurrent pelvic prolapse, a cystocele, and a rectocele. It was reported that following insertion the patient experienced fatigue, abdominal pain, dyspareunia, mood changes, anxiety, insomnia and some degree of back pain. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal dryness, urinary urgency, urine leakage, incontinence, and frequency. (B)(4).

Manufacturer narrative:
(B)(4) - dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/16/2017. Patient codes: (B)(4)- urinary tract infection. It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
Additional patient codes: (B)(4) - rectocele additional narrative: it was reported that following insertion the patient experienced rectocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal anterior colporrhaphy, posterior colporrhaphy and suburethral mesh placement due to stress urinary incontinence, vaginal prolapse and cystocele.